Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer was trying to insert the monopolar curved scissor (mcs) further, the surgeon felt tension, and then released the mcs that went into the tissue further than it was expected. The clinical sales representative (csr) noted that the wrist was bent but "it didn't harm any tissue or excessive bleeding". The surgeon noted no patient harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the target tissue was the uterus/vaginal cuff. An exchange of instruments was occurring at the time of the reported event. There were no additional or unplanned surgical procedures required. There was no bleeding or trauma, but the mcs did hit the iliac artery.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissor (mcs) went further into the tissue than expected, an investigation is in progress to determine the cause of this reported event. A follow-up MDR will be submitted when the mcs instrument is returned, and failure analysis has completed their investigation. The probable root cause of the mcs instrument moving into the tissue cannot be determined based on the information provided. Since the instrument was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.